Manufacturer narrative:
The customer declined to have the ventilator be evaluated by (B)(4).

Event description:
It was reported that the ventilator tidal volume was too low. There was no reported patient involvement.